Event description:
Customer reported that pts are returning post-operatively with pain, redness and infection within one week following skin cancer procedures. The pt was prescribed antibiotics, and the surgical site permitted to heal by secondary intention.

Manufacturer narrative:
Date sent to the FDA: 10/01/2009. Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.